Event description:
It was reported that a patient was having discomfort at the tailbone since implant. The patient hadn¿t done well with using the patient programmer and her family members had been using the programmer to make adjustments. The setting was at 3.5 volts and it was comfortable, but when stimulation was increased higher, the stimulation was uncomfortable for the patient. The discomfort when stimulation was increased was different than the discomfort at the tailbone. The patient did pretty well during the day but wet the bed for a few nights. She was disheartened because she was having overnight accidents. The patient wasn¿t sleeping well and wasn¿t feeling stimulation. She was more aware of her symptoms during the day and didn¿t communicate well. The day prior to the report, the patient saw her healthcare provider and was diagnosed with a skin infection of her leg. The patient was allergic to latex and the reporter asked if the device could cause a skin infection. The patient¿s dermatologist had ordered an ultrasound for the leg due to the leg skin infection. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0s3jy, implanted: (B)(6) 2015, product type: lead. (B)(4).